Event description:
The customer reported via phone call that their insulin pump was not functional. The customer stated there was data missing from the insulin pump. Customer reported the data was not downloaded into the insulin pump. The customer's blood glucose was 118 mg/dl. The customer also reported they were pregnant. Customer will be returning the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.